Event description:
A break in the retention dome during traction removal. The indwelling time was 218 days. The dome portion was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.